Manufacturer narrative:
Date sent to FDA: 10/01/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/5/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 of the mesh and revision of the mesh. It was reported that the patient experienced severe and chronic pain, inflammation, adhesions, bowel blockage and mesh migration. The patient had had a previous mesh implanted on (B)(6) 2012 which is captured in separate file. No additional information was provided.